Event description:
It was reported that this was a bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) using proglide devices for a pre-close technique via an 11f sheath prior to an interventional triple aaa procedure. Reportedly, in the rcfa, the first device placed without issue. Then the second proglide was being placed, however, the physician inadvertently performed step 3 (pulled the plunger) before performing step 2 (pushing plunger in). A third proglide was used in place without issue in the rcfa. For the lcfa, the first device placed and it was fine without any issues. However, when placing the second proglide, during step 3 removal of the plunger, the entire suture came out completely. Another proglide was placed without issue. The sheath size was upsized to 18f and the procedure was completed. Post-procedure, the knots of both pre-placed proglides were successfully advanced but failed to achieve hemostasis. Another proglide was then used and again failed to achieve hemostasis. Surgical intervention was performed to finally achieve hemostasis in the lcfa. The procedure was delayed for an additional hour and 20 minutes due to the proglide device malfunction causing surgical intervention to be performed. Hemostasis at the rcfa was achieved via the pre-placed proglides without issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.